Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient¿s anatomy was tortuous. During the procedure, while using a 3maxc with a penumbra system ace 60 reperfusion catheter (ace60), the physician wanted to remove the 3maxc and use a non-penumbra stent retriever device to complete the procedure. However, the physician had difficulty removing the 3maxc. Upon removal of the 3maxc, the physician noticed that the 3maxc was deformed like an accordion and its polymer was peeled, exposing the inner structure. The procedure was completed using the stent retriever device and the same ace60. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 3maxc stretched approximately 139.5 through 146.0 cm from the hub. The 3maxc was fractured approximately 142.5 cm from the hub. The total overall length of the stretched 3maxc was approximately 156.0 cm from the hub. Conclusions: evaluation of the returned 3maxc revealed that the catheter was stretched. If the device is forcefully retracted against resistance, damage such as stretching may occur. The tortuous anatomy identified in the complaint may have contributed to resistance during removal of the 3maxc from the ace60. Further evaluation of the returned 3maxc revealed that the catheter shaft was fractured. This fracture likely occurred due to continued retraction of the stretched catheter against resistance. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.